Event description:
While driving pt began feeling incoherent. Pt indicated that relative recognized that pt was exhibiting hypoglycemic symptoms, and advised pt to park the vehicle. Emergency medical services were contacted, and upon their arrival, pt was unconscious, and pt's blood glucose measured 40 mg/dl. Pt was treated with a dextrose IV and remained with emergency medical services, for observation, for the next 1.5 hours. Pt reported that pt's blood glucose measured 200 mg/dl, at the time of the paramedics' departure. Pt stated "my [device] is brand new. I believe that I got carried away earlier with dinner and gave myself too big of a bolus."